Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock and experienced syncope and a burning sensation. The right ventricular (rv) lead was suspected to have fractured. It was also suspected that the implantable cardioverter defibrillator (ICD) battery depletion had led to the inappropriate shock. The status of the lead and device are unknown. No further patient complications have been reported as a result of this event.